Manufacturer narrative:
Title effect of fixation devices on postoperative pain after laparoscopic ventral hernia repair: a randomized clinical trial of permanent tacks, absorbable tacks, and synthetic glue source langenbecks arch surg, volume 403, 2018 (529¿537) date of publication: 25 may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study,post-operative a laparoscopic ventral hernia repair, patients with ventral hernias between 2 and 7 cm were randomized into one of three mesh fixation groups: permanent tacks, absorbable tacks and absorbable synthetic glue. Twenty five patient's were assigned to each group. For the primary endpoint, unspecified pain on the second postoperative day was observed. After 1 month, infection presenting as redness or discharge of pus was observed at the port site was observed on five patients, nine patients were clinically diagnosed with seroma and two patients were diagnosed with recurrent hernia after 6 and 12 months.